Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed in 2009. According to the complainant, strong resistance was felt when the tube was pulled up from the stomach. The c-flex tube tore off from the button. An additional incision was necessary to remove the button since it was between the stomach wall and the body surface. The physician indicated that event occurred due to the patient's skin fold thickness and the small incision. The procedure was completed via a stoma in the bowel with another unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.